Manufacturer narrative:
Four (4) samples were received for evaluation. The samples were returned dry, unused, in open pouches, and with original caps attached to the connectors. A visual inspection with the naked eye noted an incomplete weld on the cassettes. The cause of the condition was related to the welding process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of four (4) returned homechoice automated pd set with cassettes, damage was found; the cassettes had an incomplete weld. This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.